Manufacturer narrative:
An investigation has been initiated. Additional info and the device sample have been requested. To date, no additional info or the sample have been received. When the investigation is complete, a final report will be submitted.

Event description:
It was reported that the catheter tore by the cuff.